Manufacturer narrative:
(B)(4). Product event summary: insufficient information to conclude that this event is related to product performance, manufacturing, design or labeling. No corrective action is required at this time. The data will be monitored for trends by risk management ((B)(4)) and adverse events will be reviewed at the infuse safety risk meetings. No other action is required at this time - this investigation is considered closed. If additional information is received, this investigation will be re-opened. Neither the device nor applicable medical records or imaging studies were returned nor provided for evaluation.

Event description:
The patient presented with following pre-op diagnoses: post laminectomy syndrome at l3-s1 with recurrent lateral recess stenosis, at multiple levels, pseudoarthrosis at l3-l4 and degenerative disk disease. The patient had intractable low back pain with right lower extremity radiculopathy and left lower extremity paresthesias. The patient underwent the following procedures: 1. Revision posterior approach to the lumbar spine from l3-s1. 2. Revision decompression with revision medial facetectomies and foraminotomies bilaterally from l3-s1. 3. Exploration of fusion from l3-s1. 4. Revision posterior fusion bilaterally at the intertransverse process intervals from l3-s1. 5. Bilateral segmental pedicle screw instrumentation from l3-s1 using xia pedicle screw instrumentation. 6. Use of local autograft bone, allograft bone and bone morphogenetic protein for posterolateral fusion from l3-s1. 7. Use of x-rays for confirmation of appropriate length and placement pedicle screws. Per the op note, the posterolateral elements from l3-s1 were decorticated using a high speed burr. Autologous bone graft mixed with some allograft bone and a bmp collagen sponge was laid along side of the posterolateral gutters. The patient had following post op diagnoses: post laminectomy syndrome at l3-s1 with recurrent lateral recess stenosis at multiple levels, pseudoarthrosis at l3-l4, plus pseudoarthrosis at l4-l5 and l5-s1. No patient complications were noted.

Event description:
It was reported that the patient sustained unspecified injuries following the use of rhbmp-2/acs in an unspecified spinal fusion surgery. No additional information was reported.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.